Event description:
A report was received that the patient was having pain at the ipg site. The patient will undergo a revision procedure wherein the ipg will be moved. No device malfunction suspected.

Event description:
A report was received that the patient was having pain at the ipg site. The patient will undergo a revision procedure wherein the ipg will be moved. No device malfunction suspected.

Manufacturer narrative:
.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement per physician's preference. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.